Event description:
Revision surgery - due to glenoid needed to be bone grafted to heal. The doctor put in arthrex screws on the glenoid and removed them and implanted the dojo baseplate/screws and glenosphere. From the previous surgery the stem was still left in place and a liner was impacted into the implant

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See d2, d4, d10, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-01222; 508-36-103, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.